Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of electrical specification with missing pixels. It was also noted that the upper case was dented, affecting keyboard fit, one bail cover was broken, one case screw was missing, the ring was bent, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported segments on bottom screen right hand side are missing. The device was returned for repair. No patient complications were reported as a result of this event.